Event description:
After bathing the resident, the carer attached the wheels to the chair and attempted to lower the chair and chassis. However the chassis shot forwards and the chair dropped slightly causing the safety catch to snap and drop onto the floor. No injury was sustained by either the carer or the resident. Two persons involved.